Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 5 report. It was reported that while using a bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit leaked from the needle end after the needle has been retracted, resulting in recollection. No health impact or consequence was reported.